Event description:
A patient service representative (psr) contacted zoll customer support after a patient had contacted him to report that after the patient changed the battery, the response button would not work. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button stopped working) has been confirmed. As received, the rear response button was not lighting up. The cause for why the rear response button stopped working is that it became removed from the connector, creating an open circuit. The root cause of the disconnected response button cannot be positively determined but is likely an assembly error. No adverse event resulted from the defective response button. The patient received a replacement monitor.